Event description:
It was reported that "the burr could not be inserted into the attachment and was getting stuck." The device was used for an ear/nose/throat surgery, but the reporter was unsure if the event occurred during surgery. It was unknown to the reporter if there were any delays to the surgical procedure. A spare identical attachment device was available for use. There was no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed which confirmed that the bearings were damaged and would not allow a burr to pass through the bore. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.